Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were hospitalized and would recover. There was no indication on whether this was related to the patient's device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were admitted into the hospital the day prior to the report, because they were experiencing numbness in their left arm and hand. The patient noted that they were unsure if it was related to their device or therapy. They stated that a CT scan was done of their cervical spine. They also mentioned that they lost their programmer at the hospital. No further complications were reported. The patient was implanted for non-malignant pain.